Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a sling placement procedure on (B) (6) 2008. According to the complainant, during the procedure, "vaginal perforation at sulcous" was documented. Upon discharge, the procedure was documented as successfully completed. The patient was discharged on day-1 following the surgical difficulty, "vaginal perforation at sulcus". During a follow-up visit on (B) (6)2008, normal voiding and a normal pe were documented.

Manufacturer narrative:
(B) (4)(B) (6)